Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Theanalyst commented that the returned lead had been damaged. Both conductors were distorted. The distal conductor was distorted/kinked/buckled within the connector pin and prevented the sty let from passing through the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the stylet would not go through the attempted pacing lead. The lead was withdrawn and a different lead was placed. No patient complications have been reported as a result of this event.